Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient experienced a medial tibia fracture ten days post-implantation. The patient underwent an open reduction procedure with a pin implanted to correct the fracture. No products were removed.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: device info - ni . Implant date - ni. Initial reporter - ni . Manufacture date ¿ ni. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014. Remains implanted.

Event description:
Patient experienced a medial tibia fracture ten days post-implantation. However, no revision procedure has been reported to date.